Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. The lot number was not provided, so a batch review could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain of peritoneal dialysis (pd) therapy, while the hp was connected. During troubleshooting, it was found that the hp connected before the patient line was properly primed. The technical service representative (tsr) explained this error to the hp and reviewed proper procedures, per the user manual, with them. The hp planned to restart therapy using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.